Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.2 was jammed and failed to operate. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was jammed. The field service engineer found the damage in the bearing cage of the high-height drawer rails. The damaged high-height drawer was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.